Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display on the insulin pump. The customer also reported changing the battery and the insulin pump's screen did not return. The customer's blood glucose was 176 mg/dl. The customer reported exposing the insulin pump to moisture. The customer stated the moisture exposure was insulin. The customer reported fluid was present in the reservoir compartment. Troubleshooting was unable to recover the blank display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly during visual inspection. No cosmetic damage was noted during physical inspection.